Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Additionally, the customer did not observe drop from the end of the infusion set tubing. Reportedly, the customer disconnected at the luer lock and observed drops of insulin. Blood glucose level ranged from 568-577 (mg/dl). Reportedly, the customer changed the infusion set tubing to resolve the issue.